Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8015 pin broken logic board display plug case #: (B)(4) case subject: npi 8015 pin broken logic board display plug account name: (B)(6) medical center account #: (B)(4) asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer called reporting pin broken logic board display plug on their 8015 (sn: (B)(4)). Failure device type: alaris system instrument failure problem type: 8015 failure mode: repair case resolution: customer reports a pin broke on the logic board display connector when replacing the front case. Recommended customer send in for a level one repair due to the logic board needing replacing. Transferred to repair team for further assistance. Ended call.